Event description:
Additional information: patient was injected with 1 syringe in the "procerus rhytid" area. On the day of injection, patient was treated with hylenex, nitrobid, and baby aspirin. Patient was later treated with another round of hylenex. Symptoms eventually resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced ¿a vascular occlusion¿ immediately after being injected in the glabella with juvéderm volbella® xc. No other information provided.